Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was written yohei yukizawa, md; lawrence d. Dorr, md; jeri a. Ward, rn; zhinian wan, md. ¿posterior mini-incision with primary total hip arthroplasty: a nine to ten year follow up study¿ the journal of arthroplasty 31 (2016) 168-171. Concomitant medical products - unknown zimmer stem, unknown zimmer shell.

Event description:
A patient identified in a journal article underwent closed reduction eight years post-implantation due to dislocation. There has been no recurrence to date. No further information has been provided.